Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not complete startup. It was noted that the system would display the main medtronic screen but would not progress past. After waiting, the monitor would then lose functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.